Manufacturer narrative:
Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No additional patient or event information was available. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer was wearing the pump on the opposite side of the body from the transmitter and sensor. The customer stopped the sensor session and was able to successfully restart the sensor session.